Event description:
It was reported that the loop recorder exhibited under sensing. It was decided to adjust the patient settings appropriately. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.